Manufacturer narrative:
Date of report: 02/18/2019. Date rec¿d by MFR: 02/04/2019. Failure analysis on the returned data acquisition (da) board shows that no fault found. Fi investigation could not replicate problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. (B)(4). Reporter phone number unknown. Philip's international service technician replaced the data acquisition printed circuit board assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the pressure accuracy test (pvt test 4). There was no patient involvement. The event date was not specified; estimate used.